Event description:
It was reported that the customer's insulin pump delivered more than 200.0 units of insulin into the customer's body on (B)(6) 2012 during the night. The customer experienced hypoglycemia and was treated by the doctor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.